Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated the implantable pulse generator (ipg) was explanted.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the ipg as recommended. In time, the ipg stopped communicating with external devices, and the patient lost stimulation. To address the issue, the patient may be awaiting surgical intervention.